Event description:
It was reported that during maintenance it was recognized that the cardioplegia circuit of the device in question does not heat and cool. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device in question during maintenance. The cause of the described failure of not heating and cooling at the cardioplegia circuit could be determined as a defective actuator. The defective actuator was replaced by a maquet field service technician as part of the maintenance. This resolved the described claim. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional info becomes available.